Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Based on the information submitted, following delivery of a valve and 14f sheath for a tavr, a manta 18f was deployed for closure. No complications reported during exchange of procedure sheaths. The device completely pulled out of the vessel. The surgeon proceeded with an emergent surgical cut down. It was noted the procedure was not performed per the IFU. The IFU was reviewed and lists failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was pulled out of the arteriotomy during a tavr procedure. Closure aborted via manta and proceeded with emergent surgical cut down. Patient left procedure room stable and moved to surgical ICU for observation.